Event description:
Upon removing a 22 gauge insyte catheter from the right hand of the involved pt, the practitioner involved noted that the catheter portion had not come out and had been retained. The pt was taken to the o.r. Where, under fluoroscopy, the catheter was located and removed.